Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device blades fall off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that an unknown liquid substance was found on the internal components, the electric motor emits an unusual sound, the oscillator head was broken, and the power battery plug broken/worn. The assignable root causes of these conditions were determined to be component damage caused by improper cleaning methods, which is user error/misuse/abuse. Components wear from normal use and servicing over time, and inadequate manufacturing methods and designs. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the blades fell off of the battery oscillator device. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.